Event description:
Pt admitted for dyspnea and fatigue on (B)(6) 2016. Pt previously offered lvad therapy in (B)(6) but turned it down. Pt was also listed for heart transplant from 2006-2012 but de-listed for improvement on medical therapy. Pt with a reported history of lupus anticoagulant disorder and underwent hematological work-up on admission that showed cardiolipin and beta 2 glycoprotein antibodies negative with prior normal aptt. Per hematology, pt did not meet criteria for diagnosis of anti-phospholipid syndrome. Lvad placement took place on (B)(6) 2016 with concomitant repair and resection of calcified lv apex aneurysm. Post-operatively, nurse noted flows increased to 12 from 5 and power increased to 8. Prior to placement baseline ldh 204. Post procedure ldh 1597, increased to 1972 on (B)(6) 2016 despite anticoagulation on heparin. On (B)(6) 2016, vad settings: speed 9000, pi 3.5, power 10.9. Pt was seen by CT surgery and decision was made to exchange the pump due to dark urine and increasing ldh, cr increased to 2.0. During exchange, clot present in the lv and in the old pump. Pt was placed on plasmapheresis.